Event description:
It was reported that the customer's insulin pump alarmed. The blood glucose reading was 122mg/dl. Troubleshooting was performed, and no damage to the drive support cap noted. Advised the caller to discontinue the use of the device and revert to back plan. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed during the prime test as a result of a loose drive support disk. The device was received with scratched screen, cracked reservoir tube lip, and cracked battery tube threads.